Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an invalid altitude alarm. Reportedly, the pump was in room temperature when the alarm occurred. The customer discontinued using the pump for therapy and reverted to manual injections. The customer's blood glucose was 145 mg/dl.